Manufacturer narrative:
Updated sections: internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/18/2019. Signs of clinical use and evidence of blood was observed on the distal part of the cannula as well as on the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the condition of the returned device and the evaluation results, the reported failure "break-c-ring cut" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke,it did not come off the device in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke,it did not come off the device in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.